Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. The instrument was found to have a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist and other cables at wrist were not damaged. Crimp was missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable with missing crimp, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted abdominoperineal resection procedure, the cable loose/broken on the small grasping retractor instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.